Event description:
During baxter's evaluation of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. During the evaluation, the downstream sensor current reading was low with a fluid filled set loaded. The device was calibrated to ensure proper occlusion detection.